Manufacturer narrative:
(B)(4). After battery installation insulin pump gave an unexpected blank, white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to display anomaly. Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated customer stated that every night the insulin pump causes the 68 mg/dl blood glucose. Customer stated he has auto mode turned off for a month. Customer stated he had been using temperature target range at night. Customer stated in manual mode the blood glucose did not drop low. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.